Event description:
The hospital reported that during the saphenous vein harvesting procedure, the co2 gas was observed to be leaking from the short port. A replacement unit was used to complete the procedure. The hospital did not report any patient complication.

Manufacturer narrative:
From the investigation, the stem of the check valve was misaligned and cracked within the inflation luer fitting. Therefore the complaint is confirmed.